Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, an undergoing planned treatment was performed when the issue happened. The procedure was aborted and completed by using another system. Philips field service engineer (fse) visited onsite and confirmed the reported issue. Upon troubleshooting fse found water was damaged in the equipment room. To resolve the problem, fse helped customer to order the parts. After the repair, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.